Manufacturer narrative:
Ge service rep performed an on site investigation. The collimator power supply connectors were cleaned and reseated. The system was tested and found to be working as intended, and put back into service.

Event description:
The customer reported the collimator readout and xray control monitor goes blank. No pt injury was reported.